Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that unexpected restart a cold reset was performed. Blood glucose was 130mg/dl. Customer reported that alarm occurred shortly after inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected restart error, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Unit had broken battery tube threads.